Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Event description:
The customer reported to baxter a complaint regarding one y type micro extension set . The customer stated that the tubing was broken, which caused the set to separate from the patient. The process step was during use, and there was no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was received for evaluation on (B)(6) 2010. An actual sample was submitted for evaluation for the reported condition of broken tubing. A visual inspection of the sample did not confirm the condition of broken tubing. Although the reported condition of broken tubing was not confirmed, the tubing was found to be separated from the male luer. The root cause of this condition could not be identified.